Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2x20mm mini trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The device was soaked prior to use. Air aspiration was performed outside the anatomy prior to use. The trek was advanced toward the target lesion, an attempt was made to inflate the balloon once but the balloon would not inflate. The device was removed and a hole was noted in the balloon. An unspecified balloon and stent were used to treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis were performed on the returned device. The inflation issue was confirmed. The balloon rupture was not confirmed; however, the inner member had a tear which is likely what was perceived as the rupture since the balloon would not inflate. The investigation was unable to determine a conclusive cause for the reported complaints. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.